Event description:
It was reported that the greenfield filter was tilted and the struts extended outside the inferior vena cava (ivc) lumen. In (B)(6) 2012, the patient was implanted with a greenfield filter. On (B)(6) 2017, the patient received a CT scan of the abdomen and pelvis, without contrast. The filter was observed tilted to the left superiorly, with tip projected towards the left renal vein. On (B)(6) 2019 a CT of the lumbar spine, without contrast, was performed. The filter was noted to be in place with the struts extending outside ivc lumen. No further patient complications were reported.